Event description:
Letter received from FDA regarding report # mw1040852. Parent of the pt contacted FDA 10/31/06 indicating that the pt was diagnosed with acanthamoeba kerititis in one eye. Parent also reported that "at the time of the infection the pt was using complete contact lens solution made by amo." The ophthalmologist that treated the pt reported that the pt presented prior to the event date the pt had been symptomatic for six weeks prior to event date and was being treated by another physician for herpes kerititis. Opthalmologist reported that the pt's lesion was paracentral and dendritic in appearance and treatment for herpes kerititis continued. When the lesion did not respond to treatment, the lesion was cultured. The lesion cultured positive for acanthamoeba. The pt was treated with chlorhexidine and brolene drops. The pt responded immediately to the treatment. The ophthalmologist reported that the brolene was continued for 3 months then discontinued. The chlorhexidine was continued for another nine months. Following resolution of the treatment, the pt's visual acuity was 20/30 or 20/40. The treating ophthalmologist stated that the pt is currently wearing contact lenses on a part time basis while participating in sporting events. The ophthalmologist believed that the pt had been swimming while wearing contact lenses prior to the onset of symptoms. The ophthalmologist had no product info. No additional info is available. Pt's parent was contacted to obtain product in question; the product has been discarded.

Manufacturer narrative:
Device labeling single use or reuse.